Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 57 months ago. Aneurysm and vessel morphology from the time of implant are unknown. The aortic neck was severely angulated and had a diameter of 20 mm just below the renal arteries and 28 mm distally (at the proximal end of the stent graft). It was reported that the bifurcated stent graft was found to have migrated approximately 3 cm resulting in a proximal type I endoleak due to disease progression. Nine days later endurant aortic cuffs 323270 and 323249 were implanted proximal to the bifurcated stent graft and successfully resolved the migration and endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak. Disease progression. Conclusion: disease progression.